Event description:
Device defect or failure was precursor to an event that reached the patient (e.g., infusion pump and tubing delivered an overdose/dose ahead of the programmed rate).new bottle propofol hung with new tubing. Drip rate, and pump set up witnessed by 2nd rn. Prior bottle of propofol infused w/o issues. Pt vital signs stable on cardiac monitor and ventilator. Pump alarmed air in line about 40 min after being hung. Pt had received total bottle of propofol. Vital signs still stable on monitor and vent. Physician immediately notified and assessed patient. IV tubing used paperwork also saved with batch numbers in case it was IV tubing over pump malfunctioning.patient sedated for period and without significant harm.pump marked "broken" and biomed notified for pick up and evaluation.